Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with a cardiac resynchronization therapy defibrillator (crt-d) was in ventricular tachycardia (vt) and therapy was exhausted. Boston scientific technical services (ts) reviewed episode and it was noted that it was in the ventricular tachycardia (vt) zone and that was a rate of a sinus tachycardia. Also, anti-tachycardia pacing (atp) was delivered. Boston scientific technical services (ts) suggested programming options. Additional information obtained from the field which indicated that it was not sure if the rate was a ventricular tachycardia (vt) or supraventricular tachycardia (svt). Thus, reprogramming changes done to address the issue. The device remains in service. No adverse patient effects reported.